Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During an anterior approach tha dr. Clark was trialing his prosthesis when the 36 +15.5 head trial came off the broach neck and worked its way into the patient's pelvis. Dr. Clark used fluoro to locate the trial. It was lodged in the patients pelvis near the obturator. Dr. Clark could touch the trial with several instruments as well as his fingers, but was unable to retrieve the trial. After 60 minutes he decided to leave the trial in the patient.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.